Event description:
It was reported that a patient was implanted with an ams retroarc sling device as part of a vaginal pop (pelvic organ prolapse) surgery that occurred on (B)(6) 2013. A hysterectomy & colporrhaphies were performed under general anaesthesia. The retroarc procedure was reported to have taken 16 minutes, the cystoscopy was "ok." It was indicated that the "sliding of the vinil-covered tape through the tissue was not smooth. Difficult passing through the retropubic space, high needle pull-out power required." No patient complications were reported. Additional information was received on (B)(6) 2014 that reported all three patients are fine. "They are satisfied with the procedure. They are completely dry, one of them experiences some oab (overactive bladder) symptoms which are well controlled with solifenacin." Which patient experienced the oab symptoms was not provided. No further complications were reported in association with this event.